Event description:
The user facility reported that fragments of metal were coming out of the device during a procedure. There was no patient impact, no clinically significant delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that fragments of metal were coming out of the device during a procedure. No further information was provided by the user facility.